Event description:
It was reported that an atrial leadless pacemaker (lp) exhibited poor mapping measurements during initial implant. One acceptable location was eventually found, but impedance and current of injury decreased during fixation and loss of capture was noted. The lp also exhibited poor mechanical indicators for positioning. The implant was abandoned and patient was stable.